Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
A healthcare provider (hcp) notified a company representative that the patient was receiving compounded baclofen via their implanted intrathecal. As per the pump¿s log, baclofen with concentration 2000 mcg/ml was administered at a simple continuous dose rate of 373.1 mcg/day as of (B)(6) 2015. The patient¿s pump was implanted on (B)(6) 2009. The indication for use regarding the pump was intractable spasticity and multiple sclerosis. A pump motor stall occurred after an MRI. The patient did not have her pump read post MRI on (B)(6) 2015. The patient was in the clinic for a routine pump refill on (B)(6) 2015 and the logs were read. As per the pump¿s log, a motor stall occurred on (B)(6) 2015 at 17:14 and the stopped pump period may exceed tube set¿ message occurred on (B)(6) 2015 at 17:14. The patient had no withdrawal symptoms except for a slight increase in spasticity. The issue had not resolved. Surgical intervention was planned but had not occurred yet. A pump replacement was being scheduled. The patient was without injury regarding their status at the time of the report. The patient¿s medical history was unknown. The hcp had no further information. Additional information has been requested including event resolution / patient outcome and medical history. A supplemental report will be sent as additional information is received. (B)(4). The source document had no pertinent reportable information as the representative reported that he did not have access to information.

Manufacturer narrative:
(B)(4).

Event description:
An hcp reported that a motor stall was seen upon initial interrogation on (B)(6) 2015 during a pump refill appointment and they then decided not to refill the pump. The patient was not having any symptoms during that time or hearing an alarm. A motor stall recovery was logged on (B)(6) 2015. Because they did not refill the pump, the pump alarmed for low reservoir on (B)(6) 2015 and later for being empty on (B)(6) 2015. The patient did not have symptoms until (B)(6) 2015 at which time she experienced increased stiffness and began taking oral baclofen. It was being considered that the pump was likely in telemetry state and that the pump was likely empty; minimum rate of 12 mcg/day and lowest simple continuous rate of 96 mcg/day was also considered. The hcp planned to access the pump and options of filling the pump with saline or drug was being considered. Regarding the type/manufacturer of baclofen administered via the pump, it was indicated that "they get it from (B)(6) and the rx number is 321919."

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. Analysis of the 8731 catheter (B)(4) revealed no significant anomaly; the catheter was incomplete or returned in segments.

Manufacturer narrative:
The relevant components include: product ID 8840 serial# unknown product type programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient's pump was replaced in 2015 as there was a couple issues with her pump. It was clarified that the pump was replaced for normal eri and that it was a normal replacement. The pump had 8 months to elective replacement indicator (eri). It was stated that they "forgot to fully put the new amount in the pump, but it was alarming". The hcp could not remember what happened when asked to clarify and was not sure if there actually was an issue, the hcp stated it was a standard refill. The patient had an MRI evaluation of (B)(6)2015 for the pump and another MRI in (B)(6)2015. The pump stalled due to an MRI (did not specify date of the MRI).